Manufacturer narrative:
Review of the files determined the root cause was a corrupt catheter database. The issue was reproduced using the same database on a new system with the same conditions. It is recommended to replace the dws and reinstall the software.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
Related manufacturing reference: 3008452825-2024-00522. During the supraventricular tachycardia procedure, communication issues resulted in a procedural delay. While using ensite x v3.0.1 in voxel mode, a tacticath se was connected to the ensite x amplifier with an se cable to se1 or se2 on the amplifier, and the system immediately displayed, "unexpected error" and the study was automatically closed. The amplifier, dws, and tactisys were all restarted but the issue was not resolved. The catheter was replaced but the issue persisted. The procedure was completed using the second catheter in navx mode and without connecting the se cable of the catheter to the amplifier, without magnetic navigation. There were no adverse consequences to the patient.